Event description:
It was reported that due to the tortuousity of the posterior cerebral artery (pca), the microdelivery catheter hub kinked. The entire stent delivery system was removed without any complications to the pt. The pt's condition was reported good. Analysis of the returned device found the microdelivery catheter was separated.

Manufacturer narrative:
Add'l info regarding the event was requested and the following was determined: there was no damage noted to the packaging or the device prior to use. Continuous flush was not maintained. The physician stated that resistance was encountered and excessive force was used. The device history record review confirmed that the unit met all material, assembly and performance specifications. As received only the microdelivery catheter proximal shaft was returned, this had been cut on its proximal section at 5.0cm distal to the hub. The returned portion of the microdelviery proximal shaft was observed to be severely stretched at 5.0cm, and the outer shaft was separated due to the stretching. The damage found on the device is indicative of stent deployment friction due to unusually high friction between the stabilizer, microcatheter, and/or stent in the system, most probably due to the reportedly tortuous anatomy. The high friction may have led the physician to apply excessive force between the stabilizer and the catheter in an effort to deploy the stent. This tensile force in the catheter can cause the observed kinking, stretching and detachment of the microcatheter outer shaft. The highly tortuous anatomy reported, probably resulted in a higher deployment force, so a root cause of operational context was assigned to this event.